Event description:
It was reported that the power load arm cover is broken preventing the cot from releasing and there are sharp edges reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.